Manufacturer narrative:
H6: investigation summary seven open 32g x 4mm pen needle samples and five photos were returned from lot. No. 2320088 cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent cannula non patient end was observed on six samples and a broken cannula non patient end was observed on the remaining sample. Due to the condition of the samples no clog test could be carried out. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that the bd micro-fine¿ pro pen needle had a broken non-patient end. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the customer reported that drug solution did not came out to the end. When using the tresiba, the drug solution did not came out to the end." Via bdj investigation team: "7 defect samples were returned. Bdj found 6 np needle bent and 1 np needle broken."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle had a broken non-patient end. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the customer reported that drug solution did not came out to the end. When using the tresiba, the drug solution did not came out to the end." Via bdj investigation team: "7 defect samples were returned. Bdj found 6 np needle bent and 1 np needle broken."